Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call requesting data from his glucose meter due to his firing for having low blood glucose levels all last week. Trouble shooting was performed and found customer's blood sugar was 43mg/dl at the time of incident. The customer's blood sugar was 180mg/dl at the time of call. Customer treated the low with food. Advice to discontinue use of the insulin pump and check the drive support cap and was found normal. Customer did not need any medical intervention. Insulin pump program was checked and found accurate. Customer declined to continue trouble shooting and was transfer to third party for glucose meter questions. The insulin pump will not be returned for analysis.